Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Surgeon reported that a patient status, post left total hip done on (B)(6) 2017, felt a pop in the hip and could not bear weight. An x-ray was performed which revealed a periprosthetic fracture of the femoral calcar. Surgeon decided to revise the hip to a restoration modular hip stem. The fracture was reduced, the restoration modular hip stem was implanted per surgical technique. Several cable were applied. A trial reduction was performed, satisfied with the stability and leg length, a final head was impacted and surgical site was closed. Surgery was performed without incidence.